Event description:
--

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead exhibited high, out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms and loss of capture at maximum outputs. The physician noted that the area of the suture sleeve appeared to be pinched. Additional information was received indicating that due to the damaged lead, the patient was required for surgery. The cause was not conclusively determined. The lv lead was explanted and no longer in service while the crt-d remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The post market quality assurance laboratory will analyze the device when it is returned. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).